Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of reset was confirmed in the laboratory. The reset was a power-on reset and it is believed to be caused by the application of external defibrillation. Device function was normal when tested on the bench and using automated test equipment.

Event description:
It was reported that the cause of death was unknown. While still in his room post bypass surgery, the patient received external shock then expired. The ICD went into vvi mode.